Event description:
Additional information received indicated that there was no impact to the patient. The amount of inaccuracy was reading 5.3. They completed the case using ultrasound.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs and archives were reviewed. Logs captured three sessions on the reported issue date, out of which two sessions captured a total of 20+ registration attempts within the passing error metric of 5 millimeters (mm), but no abnormalities related to the accuracy issue were detected. The archives contained one magnetic resonance (mr) exam with 208 slices. The archives recorded one trace registration where the user collected a good amount of trace points on the nose and forehead area, but the trace pattern appeared to be flipped. The trace pattern shift mostly occurred when the collected trace pattern area of the patient's anatomy matches any other part of the patient's head anatomy. This can be avoided by using the 3-point init registration; hence suggested using three-point tracer registration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that an alleged navigation inaccuracy occurred. Patient was in prone position. The site used trace registration, no points on nose or forehead, points were densely packed on the crown of the head but there was also a cluster of points in the space approximately 3 inches above the crown. Registration accuracy 2.0 millimeters. When the site tried navigating, pointer appeared in different location than expected. During facetime technical services (ts) observed site touching patient's ear anatomy but navigation showed the instrument inside the patient's head, also left/right side appeared switched. The site mentioned cranial cases have been acting strangely ever since the spine software was updated recently. Patient present, delay between 1-2 hours. Surgeon abandoned navigation. Patient impact unavailable. Troubleshooting was performed, ts tried having the site redo registration using touchpoint and trace method, but the surgeon then opted to abandon navigation altogether. The like cause was due to a poor registration, not in terms of accuracy metric but because patient was prone the system and insufficient points were gathered on different parts of the anatomy for the software to register properly. No further information available.